Event description:
It was reported that a spectrum iq pump was not infusing the programmed amount of blood during therapy. This occurred in the intensive care unit. The pump was programmed with a volume to be infused (vtbi) of 305ml. At the conclusion of infusion, greater than 100ml remained in the bag. An additional vtbi was required to be programmed to get the entire volume (470ml) of the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown. Therefore; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.